Event description:
It was reported that the lead exhibited low sensing, high thresholds and high impedance due to dislodgement. The lead was replaced. The patient's condition was - good - before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.